Event description:
There were persistant "leak" and "check circuit" alarms from the pump. The 6 foot extender tubing was changed and the alarms went away. Event complications: unk - reported 11/26/96. Pt's current status: unk - rpt'd 11/26/96.

Manufacturer narrative:
A system 90 extender tubing was returned for evaluation. No blood was noted on the exterior or interior of the device. Underwater leak testing revealed a leak between the tubing and the male luer. The male luer was loose within the tubing and was removed with a minimal amount of force. Probable cause of difficulty: laboratory examination did reveal a leak between the tubing and the male luer. This leak most likely caused the "leak" and "check circuit" alarms on the system pump to sound as reported by the user. The fact that the user changed the tubing with a cessation of alarms further supports the assumption that the pump alarms were related to the tubing leak. Since the serial number of the balloon or the insertion kit lot number was not provided by the user,it was not possible to review the mfg documentation for this system tubing. The smooth-walled male luer is designed to fit snugly into the system 90 tubing. During mfg, the tubing is actually stretched to accomodate the male luer. Although conjectural, it is possible that an excessive twisting force and/or manipulation of the male luer and tubing caused the luer to become loose within the tubing causing a leak to occur during iabp. The appropriate personnel at co have been made aware of this complaint.